Event description:
It was reported that the patient did not follow post operation instructions and cycled the inflatable penile prosthesis (ipp), it is suspected that he healed and the device stopped working. The physician tried to inflate the device in clinic and pulled the pump to unkink the tubing, the cylinders would not inflate as the pump was not operating as expected. It was determined that a surgery was necessary to replace the device. There were no patient complications in relation to this event.